Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. The patient was discharged from the hospital after seven days. On an unreported date, the patient recovered from the peritonitis event. The pd therapy was ongoing. Additional information was requested but was not available at this time.